Manufacturer narrative:
(B)(4). Medical product - oxf twin-peg cmntd fem md PMA catalog# 161469 lot# 236620, oxf anat brg lt md size 6 PMA catalog# 159550 lot# 816850, oxford pks cocr size b lm std catalog# 154720 lot# 937410. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2017-00454, 3002806535-2017-00455.

Event description:
It was reported patient was revised to a total knee due to unknown reasons approximately four months post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.